Event description:
It was reported that the insulin pump alarmed button error during the bolus procedure. The blood glucose reading was 5.4 mmol/l. Advised replacement of the insulin pump to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No unexpected button error alarm noted. The insulin pump passed displacement test. All buttons function properly, however the device had moisture on the keypad traces. The device also had cracked reservoir tube lip and cracked case at display window corner.